Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the patient's esophagus. The capsule fell off into the patient's posterior pharynx. The clinician attempted to retrieve the capsule with a roth net, but it was unsuccessful. He had to use a laryngoscope and a m'gill forcep to retrieve the capsule. No serious injury to the patient was reported.